Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 48 mg/dl. Customer received assistance from paramedics who gave glucose tablets, liquid glucagon and had customer consume carbohydrates.